Manufacturer narrative:
Tandem¿s pump user guide indicate "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set connection was disconnected from the cartridge tubing instead of the infusion set site due to user error. The customer alleged that due to this event, insulin was inadvertently delivered to the customer. There was no reported adverse impact to the customer's blood glucose level. At the time of the report, the customer continued to use the pump for insulin therapy.